Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an air in line alarm. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, simulated use testing and a review of the alarm log were performed. The air in line alarm was identified during the review of the alarm log, visual inspection, and simulated use testing. The cause of the condition was determined to be that the air sensor was out of calibration. To correct the condition, the air sensor was recalibrated. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.